Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was last seen during a follow-up in (B)(6) 2011 and had reported some vaginal pain. The physician examined the patient and had found everything in place. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.